Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (g2 and h10) and to provide an update to fields (d4-lot number, d9, h3, and h4). The device was evaluated by olympus, and the coil component was verified to have breakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was determined that the coil has fallen off the subject device and the needle itself was not broken. Additionally, it is likely the coil component had broken which led to recover of the needle piece occurred due the following mechanisms. (1) press the tip of the sheath against the tissues of the trachea, bronchi, esophagus and surrounding organs. (2) the sheath and coil sheath are bent by pushing the scope while pressing the sheath against the tissue. (3) if the needle is pushed out while the sheath and the coil sheath are bent, the tip of the needle is caught in the bent part of the coil sheath and the needle cannot be pushed out. (4) when the needle could not be pushed out, the coil sheath moved by applying additional force to force the needle out. (5) although the coil sheath moved, the needle did not protrude, so the needle was pulled back again. (6) by repeating (4) and (5), the coil sheath came off from the tip of the sheath. However, the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope." "Do not push the needle slider suddenly. Doing so may cause sudden needle protrusion, resulting in perforation, bleeding, mucous membrane damage. It can also damage the instrument." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2023-00403 the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer emailed mentioning that the single use aspiration needle broke in the patient's lung towards the middle of a diagnostic endobronchial ultrasound (in 49 year old, weighing 223lb, caucasian, male patient). No delay reported and the procedure was completed. The physician was able to retrieve the needle piece before ending the procedure. The reported device issue did not affect diagnostic or therapeutic outcome of the procedure. There was no report of harm. The device was inspected before use. The package was closed and needle looked fine.